Event description:
It was reported the pulmonary vizishot 2 flex needle broke and fell out. The issue was found during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to the initial report for information inadvertently missed. Corrected fields: b1, b2, b5, d4, d10, h1, h5, h6 - health effect impact code and medical device problem code. Updated fields: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The distal tip of the needle was not included with the returned device and therefore, could not be evaluated. Additionally, a severe bend was observed in the sheath at the location corresponding to where the needle breakage occurred. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure due to an identified stress problem. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a patient underwent a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tna) for history of right upper lobe mass requiring lymph node sampling at lymph node station 7, as this was not within an area of prior radiation therapy. On first pass with the needle, the physician remarked that she felt like ¿something popped¿ as she made the puncture into the lymph node and she initially thought it was possibly a hard lymph node. The physician then stated that ¿something didn¿t feel right¿. The device was removed from the ebus scope and the device reportedly "didn't look right." The bronchoscopic image was observed on the monitor and the physician noticed the separated needle in the airway. The physician immediately and promptly switched to a therapeutic bronchoscope that is kept in the room during ebus procedures to attempt foreign body retrieval. The needle was successfully retrieved from the airway with grasping forceps. The patient was not intubated and was under moderate sedation, which made the retrieval more challenging as the patient¿s airway was not protected and it was the full 4 centimeters of the needle that had separated. There was no additional injury to the patient, and no excessive bleeding was noted. The procedure was prolonged for an unknown duration to switch scopes and go back in to retrieve the needle. The physician chose to not to continue the procedure after the foreign body retrieval. It is unknown if the patient will be returning to have the procedure completed. There were no reports of further patient harm.